Manufacturer narrative:
An event of left bundle branch block twenty days after device implant was reported. The device history record was reviewed to ensure that each manufacturing and inspection. Operation was performed and the product met all specifications. Information from the field indicated that the patient did not have a history of this arrhythmia, there was no calcification extending beneath the aortic annular plane, and the valve was at a 3mm depth from the non-coronary cusp. Based on available information, a cause for the reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an (B)(6) 2023, a 27mm navitor valve was implanted in a patient. The final implant depth of the valve was n:3mm l:7mm. On 28 august 2023, the agency reported that the patient experienced complete left bundle branch block. The patient did not have a history of this arrhythmia. There was calcification extending beneath the aortic annular plane in the interventricular septum. A decision was made to implant a permanent pacemaker. On an unknown date a pacemaker was implanted.

Event description:
It was reported that on an (B)(6) 2023, a 27mm navitor valve was implanted in a patient. The final implant depth of the valve was n:3mm l:7mm. On (B)(6) 2023, the agency reported that the patient experienced complete left bundle branch block. The patient did not have a history of this arrhythmia. There was calcification extending beneath the aortic annular plane in the interventricular septum. A decision was made to implant a permanent pacemaker. On an unknown date a pacemaker was implanted.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.